Event description:
On 26th august, 2024 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the paint was peeling from the fork and spring arm, also keypad membrane was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: uls de lisboa norte, epe the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the paint was peeling from the fork and spring arm, also keypad membrane was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The keypad peeling off is a normal wear at this location. In the chapter daily inspection before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).